Event description:
It was reported that after 5 years of use, the catheter started to show signs of reduced flow and the physician planned to remove the catheter and replace with another. After trying repeatedly, with cut-down technique and many other ways, the catheter wouldn't come out. The catheter was left in place and another catheter was placed on the opposite side.